Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricle (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2023-18758. New information received notes that during right ventricular (rv) lead extraction, the right atrial (ra) lead was dislodged and came out along with the rv lead. The ra lead was explanted and replaced as well. Patient condition was stable.